Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display and constant tone alarm due to moisture damage on the electronic assembly. There was no vibration anomaly. The pump had scratched display window, cracked display window corner, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 153 mg/dl at the time of incident. The customer stated that the pump was submerged in the pool and the display went blank immediately. The customer stated that there was a constant tone and vibrating and it alarmed unexpected restart. She stated that they were on vacation and did not have a backup plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.